Event description:
It was reported during service at manufacturer facility that system 6 battery was cracked along the weld line; fluid could leak in and out of the device and can lead to sterility breach. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during service at manufacturer facility that system 6 battery was cracked along the weld line; fluid could leak in and out of the device and can lead to sterility breach. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.